Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the right hemicolectomy, device did not apply the clips while the clip being applied to mesocolon vessels and right mesenteric vein. The device fall into the cavity of the patient. Clips were retrieved immediately since they did not apply properly. No injuries to the patient.